Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The night before the event the patient experienced a sensor error two times and when the cgm readings came back the cgm reading was 240 and then 300 mg/dl. The patient self-treated with insulin around 08:00pm and went to sleep. The next day the cgm reading fluctuated from 250 to 350 mg/dl. As the patient was not able to take a fingerstick they went to the hospital. When the patient arrived at the hospital intravenous fluids were given to the patient, but there was no information about what the indication for this was. When a fingerstick was taken at the hospital the cgm was reading 350 mg/dl, and the blood glucose reading was 181 mg/dl. Bloodwork was done and as the patient did not feel any symptoms, the patient was discharged after 2 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient experienced sensor error two times, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The night before the event the patient experienced a sensor error two times and when the cgm readings came back the cgm reading was 240 and then 300 mg/dl. The patient self-treated with insulin around 08:00pm and went to sleep. The next day the cgm reading fluctuated from 250 to 350 mg/dl. As the patient was not able to take a fingerstick they went to the hospital. When the patient arrived at the hospital intravenous fluids were given to the patient, but there was no information about what the indication for this was. When a fingerstick was taken at the hospital the blood glucose reading was 181 mg/dl. Bloodwork was done and as the patient did not feel any symptoms, the patient was discharged after 2 hours. When the patient was discharged the cgm was reading 350 mg/dl, and the blood glucose reading was 171 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient experienced sensor error two times, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).